Manufacturer narrative:
(B)(4). It was reported that, on an unreported date, the patient stopped treatment with antibiotics and was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis event. The patient was treated with injection vancomycin (intraperitoneally (ip), 2 grams stat, repeat every third day), meropenem (1 gram, daily up to fourteenth day, ip) and heparin (2 milliliters per every exchange) for the event. On an unreported date, the fluid was clear. At the time of this report, the patient was recovering from the event. Action taken with dianeal therapy was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.